Manufacturer narrative:
Investigation of the customer's complaint of an insufficient heat seal leading to a breach in sterility has confirmed the reported issue. Conmed received eight 138104 unopened in original packaging, the reported catalog and lot numbers were verified. A visual inspection found all eight devices were encroaching into the seal on the packaging. A functional inspection was then performed and the devices were dye leak tested per policy. The dye leak test indicated that the packaging of seven devices had an insufficient heat seal. One device did not have any abnormalities or defects. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year review of complaint history revealed there has been a total of 56 complaints, regarding 260 devices, for this device family and failure mode. During this same time frame 1,973,245 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001 the instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also per the IFU the user is advised that sterility is guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, flat blade electrode std with extended insulation, catalog # 138104, lot 201909031, for a possible breach of sterility due to an insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in (B)(6) . The completion of the device evaluation confirmed an insufficient heatseal. Due to the breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.